Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-549a-2466: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification and detritus buildup at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 18,643 joules of use ¿fiber cap detachment-fiber cap spinning¿ was observed. It was further reported "the fiber became loose inside the metal cap and began to spin separately. They stayed attached and was retrieved along with fiber". The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber @ 42,552 joules. The fiber tip (cap) was cleaned during the procedure. Patient outcome: ¿no injury¿ reported.